Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting a "network service disconnect" message. The biomedical engineer (bme) rebooted the cns, checked the cabling and the nk port on the wall and everything checked out, except that the unit was still getting the error message. No patient harm or injury was reported. Investigation summary: as the issue is user dependent, the device was not returned for evaluation, and the customer did not provide any additional details, despite our follow up attempts to obtain further details. However, it is possible that the issue was due to a network connectivity and/or software related issue. Nk has identified some potential causes of the cns experiencing network service disconnection issues (including issues where app advisory error messages are displayed), which are typically due to, but are not limited to, user related setup error issues and/or software/network/connectivity/environmental/it (information technology) issues, or damage to the device or its components. User related setup/settings/installation error issues: set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices etc.) If a setup/installation issue occurs, it is typically due to a user related error. User related setup and installation issues can also lead to app advisory error issues with no display, incorrect or intermittent display of values, readings, measurements. Damage to the device or its components or hardware used in conjunction with the device can lead to app advisory or error message issue. Software / network / connectivity / environmental / it (information technology) issues: software issues, a bad network connection, environmental issues, and it issues may cause issues with the systems, such as having installation, setup or startup issues.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a "network service disconnect" message. The biomedical engineer (bme) rebooted the cns, checked the cabling and the nk port on the wall and everything checked out, except that the unit was still getting the error message. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a network service disconnect message. Biomedical engineer rebooted the cns and checked the cabling and the nk port on the wall and everything checked out, except that the unit still gets network service disconnect. No patient harm reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a network service disconnect message. Biomedical engineer rebooted the cns and checked the cabling and the nk port on the wall and everything checked out, except that the unit still gets network service disconnect. No patient harm reported.